Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was no longer able to establish communication between the ipg and pt programmer. The ipg was explanted and replaced. It was noted that no pt complications were reported. Please note: the ipg was implanted (B)(6) 2012 and explanted (B)(6) 2012 (exact dates unk). Additional information has been requested; however, no further info was available at the time of this report.